Event description:
It was reported that a venous blood "flashback" (reflux) was observed in the IV line, and a solution leak was observed somewhere in the IV line administration set, and that the female connector of the device had a crack. No pt sequelae were reported.

Manufacturer narrative:
Device evaluation begun, but not yet completed.